Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 5076-52 lead, implanted: (B)(6)2004. (B)(4)

Event description:
It was reported that the right ventricular (rv) lead experienced noise. The lead was partially removed and replaced. No patient complications have been reported as a result of this event.